Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that component 1 has the tip fractured off and the tip wasn't returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The DHR was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: metallic foreign body within the medial femoral condyle, likely representing broken needle tip. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when removing the needle, the tip of the needle broke and remained in the femoral condyle. X-rays were done to make sure it wasn't in the joint space. The surgeon decided to leave the tip in the knee.